Manufacturer narrative:
The device was not returned for analysis. Follow up attempts have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the used of the x-pedion 14 guidewire with the catheter (unknown device), the x-pedion guidewire was alleged to be tacky and sticky, when advanced in the catheter, as if there was no coating on the guidewire. There was no report of patient injury.